Event description:
It was reported through the litigation process that approximately one month post a port placement, the patient allegedly developed pulmonary embolism in upper lobe segmental artery as well as in subsegmental branches and thrombus surrounding the port in the lower jugular vein. Reportedly, the patient was treated with blood thinners and a port revision surgery. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported thrombus and pulmonary embolism issue as no objective evidence was provided for review. Furthermore, the clinical event alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 05/2019). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.